Event description:
On (B) (6) 2010, the patient reported an e4 (occlusion) error was displayed on the primary infusion device during basal delivery. He switched to his backup infusion device and went to work and e4 recurred. He stated there were air bubbles in the infusion tubing and his blood glucose was elevated to 395 mg/dl. His normal blood glucose level is 160 mg/dl. He stated he could see "clear or whitish spots in the tubing" that are possibly air bubbles. The infusion tubing had been in use for 4-6 days. He disconnected from the infusion site and primed without error. He did not have replacement infusion sets at work and he reconnected to the infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.